Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have a blank screen display during reservoir change. Customer's blood glucose was unknown. After troubleshooting, customer was advised that battery cap would be replaced. Customer was advised to call if issue persisted after battery cap change.